Event description:
It was reported that a caretaker contacted support because a meal announcement was not visible in the ilet app, and the agent guided them to review history, sync data, and check reports, after which the caretaker elected to proceed with a meal announcement since it was still within 30 minutes of first bite; the blood glucose was 212 mg/dl with upward trend at the end of the call. Symptoms included hyperglycemia. Outcomes included delay to therapy with no alerts, no alarms, and no need for medical care. Investigation included customer support troubleshooting and education focused on app data sync and meal announcement workflow. Investigation of this case revealed no device malfunction and no component failure; the event was consistent with a missed meal announcement and user-related use of the app and device. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to missed or delayed meal announcement without device failure.